Manufacturer narrative:
Approximate age of device- 3 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for suspected pump thrombosis. Lvad eventually turned off and veno-arterial extracorporeal membrane oxygenation placed as pump completely occluded. Pump exchanged with heartmate 3. No known alarm, lower than normal pump flows / power spikes. Infection and bleeding were also noted

Event description:
It was unknown if the infection was device related. The type of infection was not identified. The patient was treated with a broad spectrum of prophylactic antibiotics and the patients condition improved.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: thrombus was confirmed via the evaluation of (B)(6) and could have contributed the reported low flows/power spikes. A specific cause for the reported infection could not be conclusively determined through this investigation. A specific cause for the reported bleeding could not be conclusively determined through this investigation. Examination of the textured and smooth blood-contacting surfaces of the sealed inflow conduit and the sealed outflow graft revealed tissue-like clotted blood, loosely coagulated blood, and coagulated blood that did not appear to have been present during pump support and would not have caused a functional or flow issue. Examination of the outlet stator revealed a large, tissue-like deposition. The formation was not laminated but displayed evidence of denaturation. The presence of red concentric contact marks on the rotor¿s outlet section further indicates that the deposition was present in the outlet stator at some point while the rotor was spinning and the pump was supporting the patient. The origin of this deposition and a duration of time for which it was present in the pump could not be conclusively determined. Examination of the remaining pump blood-contacting surfaces revealed no adhered/developed depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists bleeding, infection, and thrombus as adverse events that may be associated with the use of the heartmate ii lvas. This document outlines the indications of thrombus and how to respond to such events. Instructions regarding preventing infection are also outlined in various sections of the IFU. The IFU provides information regarding recommended anticoagulation therapy and inr range. The heartmate ii lvas patient handbook contains instructions on preventing infection. No further information was provided. The manufacturer is closing the file on this event.